Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2017, with blood glucose of 400 mg/dl at the time of the incident. Customer stated that their diabetes manager told him to adjust his basal settings to avoid highs. The customer was at 145 mg/dl at the time of the call. The customer used a manual injection of 25 units to treat. The customer feels like they have a lot of insulin, about 24.2 units of active insulin. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer was calling for setting adjustments. The insulin pump will not be returned for analysis.